Manufacturer narrative:
ICU medical received a medwatch uf/importer report #(B)(4). The device has not yet been received. The investigation is pending.

Event description:
A complaint on an unknown date in june involving an anti-siphon valve experienced leakage. It was reported that the anti-siphon valve was leaking onto the bed. Educator was brought in to assess. Anti-siphon valve was removed. Valve itself looked intact but was leaking. There was a patient involvement and no adverse event. Update 1: the reporter also stated that "I happened to be called into a room when the bedside nurse had noted that an anti-siphon valve on her lipid infusion was leaking. The anti-siphon valve was removed, and I personally attached a saline flush to check and see if it was still leaking and it was. I noticed it was leaking where it was connected to my saline syringe so I removed it and replaced it again also ensuring it was tight so that I could be positive it wasn¿t user error. It continued to leak. The nurse stated that she had not noticed it leaking prior to this. I then removed a new anti-siphon valve from a package and checked that with the saline syringe and there was no leaking."

Manufacturer narrative:
The complaint of leaks on item b6013 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot#14017965 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.